Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. A partial lead measuring 54.2cm was returned for analysis. External insulation abrasion was noted at 28.1-28.7cm and 28.8-29.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The silicone insulation was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.